Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and lumbar radiculopathy. It was reported that the ins was ¿doing its own thing,¿ and the stimulation would get really strong and then go down when the patient lays down. The patient has to turn the stimulation all the way down when they lay down to prevent this. The patient reported that other times, they have to turn it way up to feel it. The patient was redirected to their healthcare provider (hcp). No further complications are anticipated.